Event description:
The pt experienced a shocking sensation on the side of her face following a medical procedure on her nose where an electrocautery was used. The neurostimulator was noted as being on during the procedure. It was unk if unipolar or bipolar cautery was used. After the shock sensation occurred, the pt turned the device off and had no further incidents. After the procedure, impedance were measured as normal and the pt was getting therapeutic effect. If add'l info becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).